Event description:
N/a.

Manufacturer narrative:
Updated fields- h3, d9, b4, g3, g4, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they replaced the video generator board assembly. Device passed the performance and safety checks according to factory specifications. The failure analysis and testing dept. Received the following parts associated with this complaint: kit, pcb, video generator, monitor display board, display cable. These parts were received with a reported unit failure of screen would not start up. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed the parts into the cardiosave test fixture and tested the parts to factory specifications per procedure and the cardiosave service manual part. It was determined that part pcb, video generator was defective and not allowing the screen to start up. Part monitor display board and part display cable passed testing. The fat dept. Was able to replicate the complaint of the screen not starting up caused by part pcb, video generator. Probable cause of failure, defective component. Due to the board being an older revision, the board will not be sent to the supplier. Retaining the parts in the fat dept. Per procedure.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, corrected data: e1 (event ite city), g2, h6, (component codes, investigation findings )

Event description:
N/a

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) hospital. Additional point of contact: yoshii, bimedical engineer a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance work the screen of the cardiosave intra-aortic balloon pump (iabp) would not start up. There was no patient involvement. No harm or injury to the patient was reported.